Event description:
It was reported that the ilet pump displayed an ¿unable to proceed¿ alarm with no corresponding notifications, after which the user removed all supplies, completed a successful dry run, and then performed a full supply change using new cartridge, connector, and infusion set, successfully resuming delivery; the user¿s mother administered subcutaneous insulin by pen prior to calling, and the user planned to monitor and report changes. Symptoms included hyperglycemia with thirst. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified and the issue was resolved following a complete supply change. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.